Event description:
The jetstream g2 device was used to treat a lesion in the mid-sfa. After 2 passes in both the minimum and maximum diameter mode a non-flow limiting dissection was confirmed by ivus. It was successfully treated with a 20mm self-expanding nitinol stent ending with a good final result.

Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure, and therefore, not returned to pathway medical technologies for evaluation.